Manufacturer narrative:
The logs for the imaging system were reviewed by medtronic personnel alongside the dose report from the system. The log filed showed that there was no discrepancy in the dose reports versus the logs. The logs were reported to contain the exposure data, including each pulse from the generator.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The images from the imaging system were evaluated by medtronic personnel. The analysis found that the reported issue could be confirmed as the dose report was not generated by the imaging system. It was reported that the fluoro testing could be performed within specifications. A test image acquisition was performed and found to be acceptable but not ideal. It was noted that the 3d testing could not be performed properly due to a single line pait in the hlf portion of testing, while standard and llf passed.

Event description:
A site representative reported that, while outside of a procedure, the imaging system displayed a discrepancy on the dose reports provided. It was reported that the imaging system was not displayed all dosages being administered to the patient on the dose report. There was no patient present when this issue was identified. No additional information was provided.